Event description:
Caller stated that it was noticed that the item was not holding air pressure about 20 days after insertion ((B)(6) 2012). The pilot tube became deflated. Caller discovered an air leak in the pilot balloon. Caller stated that he has repaired the pilot balloon leak temporarily with a repair kit. Caller confirmed the decannulation/recannulation of a replacement tube was required. Caller stated that no pt harm occurred in association with replacement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.